Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, due to difficult patient anatomy, multiple adjustments to the position of the valve were made prior to annular contact. During the final attempt at deployment, the valve dislodged out of the annulus. The valve was then snared above the sinotubular junction due to the small root and the low position of the coronary artery. A second valve was successfully implanted with trace to mild paravalvular leak (pvl). No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).